Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to (B)(6) infection, bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.